Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. A cold reset was performed. The customer's blood glucose value was unknown. Customer stated the device was not working he cannot go through the priming process and he did change the entire set today and it reset the device and still the dot on the reservoir is still not working. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer was not able to complete rewind. The device will be returned for analysis.